Manufacturer narrative:
(B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2004. It was reported that the patient was scheduled to have his ipg explanted and replaced on (B)(6) 2010. The reason for the explant is unknown at this time. It is unknown if the explanted ipg will be returned for evaluation. No further information is available.